Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported that during support for 61-year-old female patient, the impella cp was repositioned due to the pump diving too deep. The pump going too deep caused the patient to have ventricular tachycardia (vt). The patient had to be shocked. The impella was moving due to the touhy not being tight enough. The patient is stable post-explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿